Event description:
It was reported that during an infusion of precedex and ketamine, the system received a 800.8000 error and stopped infusion. The patient woke up from sedation and pulled out central venous access device. Clinician and physician assistant applied pressure to the site.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of precedex and ketamine, the system received a 800.8000 error and stopped infusion. The patient woke up from sedation and pulled out central venous access device. Clinician and physician assistant applied pressure to the site.

Manufacturer narrative:
Omit : concomitant med prod data (8120), c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Executive summary the report of a system error was confirmed during review of the logs; however, it was not replicated through testing since no devices were returned for investigation. ¿ a review of the suspect device error logs showed the occurrence of the error code 800.8000 on 17dec2024 at the time of 3:17 pm. The error code description details that this is a ¿general os failure¿. The software malfunction 9-1513-202 was observed to have occurred alongside the error code. ¿ the error logs were provided to bd software engineering for further analysis. Results of engineering analysis concluded that the system error with the code 9-1513-202 is associated with tracker 17930. Issue is now closed, and it will be fixed in alaris 12.6. Root cause: the root cause of the report of error code 800.8000 is being attributed to a pcu software anomaly where the pca module¿s pca max dose limit tolerance was exceeded.